Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device interrogation, high, out of range pacing impedance and high pacing threshold was noted on the right ventricular (rv) lead. No intervention was made. The patient did not experience any adverse consequences.

Event description:
New information indicates that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and high pacing impedance on a right ventricular (rv) lead. On (B)(6) 2021, the physician elected to cap and replace the rv lead. The patient condition was stable.